Event description:
The patient controlled analgesia (pca) pump was programmed using the milligram option instead of the milliliter option. The nurse is required to choose the mg or ml option when setting up a pump for a patient. These "look-alike" and increase the opportunity for an error. The drug was ordered in milliliters which is company's "benign failure" mode to prevent catastrophic overdosing, but the patient was drastically undermedicated resulting in high pain levels. The pca pump does not have a mechanism to "lock out" the milligram option (if you only prescribe in milliliters). This is a much needed safety feature.